Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation. The exact event date is unknown.

Event description:
A peritoneal dialysis patient's husband stated that at some time in either (B)(6) of this year ( he could not remember the dates) the patient was hospitalized with peritonitis. He stated that it was determined that the patient stepped out of bed and onto her drain-line extension causing the catheter extension to disconnect from the cassette tubing. He stated that the medical professionals determined that the peritonitis was due to his lack of aseptic technique when he reconnected the catheter extension to the cassette tubing in order to complete treatment. He stated that two days later the patient was not feeling well then stopped breathing. He stated that he administered CPR to revive the patient who was transported to the hospital by ambulance. He stated that the patient was hospitalized for 4 days while being treated for peritonitis.

Manufacturer narrative:
Although a possible temporal association exists between fresenius products and the events of peritonitis; there is no documentation that shows a causal relationship between fresenius products and the adverse events. However, a possible cause of peritonitis is related to the patient breach in aseptic technique during therapy. Furthermore, the etiology of the patient stopped breathing requiring CPR at home by her husband and subsequent urgent hospitalization is unknown. A temporal and/or causal relationship to patient's peritoneal dialysis therapy at home with fresenius products is unknown at the time of this clinical investigation. Moreover, there is no documented allegations against any fresenius products and this event. Should additional information become available, this clinical investigation will be re-evaluated. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. The exact event date is unknown.